Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The mother states they treated the high blood glucose levels with manual injection. The mother states the device alarmed for motor error. The customer's blood glucose level at the time of incident was 366mg/dl. Troubleshoot was conducted. Multiple motor error alarms were noted in the device's alarm history. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.